Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon was unable to visualize the stent (intraoperatively) from a trabecular microbypass stent system, and believed the stent was lost in the eye. Per report, there was no report of patient injury. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing with the surgeon methods to manage a malpositioned stent, including ways to attempt to locate the stent postoperatively. Additional information is being requested.